Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient had no stimulation sensation, one of the batteries was not responding. The left battery was determined to be at end of life. The right battery was functioning properly. The right device was interrogated several times with no response. The device was replaced. The right device, implanted at the same time, was interrogated and checked out fine. The physician questioned the discrepancy in longevity. The patient recovered without sequela.